Event description:
The customer had sent the ventilator to carefusion for a 15k preventative maintenance. During a visual inspection, the carefusion service tech found jp4 pin 2 of the power flex circuit was damaged and burned.

Manufacturer narrative:
The power flex circuit was replaced to correct the problem that was found during service. During the initial final test, the ventilator also had a non-conformance with the measured o2 pressure performance test. The o2 module was replaced.this MDR is being filed beyond the 30 day filing time frame.